Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a shoulder replacement surgery. Subsequently, while broaching for the correct humeral implant, it was noticed that the implant appeared smaller than the broach. Another implant was used to complete the surgery. No further information is available at this time.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
Product was returned and analyzed. Dimensional analysis performed and all of the relevant size dimensions are in spec. Visually the implant is conforming to the print. Review of device history records did not identify any related manufacturing defects or anomalies. The complaint event of the implant being too small after broaching cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.